Event description:
An unusual image was observed on the daily chest x-ray. The object was still present on the film taken the next day and described as a "tubular appearing structure projected over the left mainstem bronchus and lower trachea suspicious for an endobronchial foreign body." Retrospective review of the chest x-rays revealed an unusual image present for nine days. The infant was transferred to another local healthcare facility the day after the unusual image was first noticed and underwent a bronchoscopy. The surgeon found an approximately 3cm piece of the suction catheter in the lung and this was removed.